Event description:
It was reported that there were no touch less plus coude catheters in the kit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect operation". The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that there were no touch less plus coude catheters in the kit. Per additional information received via cardinal health on 03aug2022, it was reported that customer received the intermittent catheter kits without the 14fr vinyl catheter.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect operation". Based on patient code the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review is not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there were no touch less plus coude catheters in the kit.